Event description:
The device was reprogrammed just prior to the pt undergoing an rf lumbar procedure. During the programming the device was working fine and was turned off prior to the rf procedure. Following the procedure, the pt turned the device on and was able to feel stimulation. That evening, the sensation became "less and less" and the pt's pain returned. The device was at 2v before and the pt needed 6.35v after the procedure. The pt subsequently felt the stimulation a little bit, but it quickly faded away. She also had new pain in her back, though she thought it was possibly from the rf procedure. Three solid green lights showed on the pt programmer. It was further stated that impedances with contact #1 were greater than 4,000 ohms with battery voltage at 3.18v and the stimulation was intermittent. The device was programmed without using contact #1. This resulted in ok average that was not as good as before. It was felt the rf procedure was unrelated to the event.

Manufacturer narrative:
(B) (4).